Event description:
The customer contacted beckman coulter, inc. (Bec) to report leaking wash buffer from their synchron lxi 725 access 2i clinical system. There was no impact to patient sample results or patient treatment associated with this event. There was no injury to the customer associated with this event. Medical attention was not sought. The customer powered off the computer. The customer did not power off the instrument (the customer reported that the power switch was wet). The customer reported that the wash buffer had leaked onto the floor.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2009. The fse observed that the wash tower was overflowing due to the vacuum pump not turning on. The fse replaced the vacuum pump and drained the wash tower. The fse cleaned the instrument interior and the surrounding floor area of the leaked wash buffer. The fse verified all repairs per established procedures. The customer ran quality controls which all recovered within the laboratory's established ranges. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.